Manufacturer narrative:
(B)(4). Date sent: 12/8/2025. B3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch # 507d47. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one sr75 reload was received with no apparent damaged and the reload had the proximal 9 drivers up and the remaining drivers down with staples present and a swing tab in the locked position. In addition, an opened package was received along with the device. Upon visual inspection of the reload, the reload deck was noted to be damaged. No functional test was performed due the condition of the reload. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 507d47, and no non-conformances were identified. Additional information was requested and the following was obtained: there is a possibility that the stapler may have fallen off because it was returned after washing. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an unknown surgery, the device could not be fired after the knife moved about two stitches. Another cartridge was loaded into the same device to complete the case. There were no adverse consequences to the patient. No further information is available.